Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. It was also reported that resistance was experienced when filling the cartridge with insulin. The issues were resolved by performing a cartridge change. Customer¿s blood glucose level was in 130-170 mg/dl range.